Manufacturer narrative:
An event of arrhythmia was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported on (B)(6) 2017, a 23mm trifecta¿ gt valve was implanted. Post procedure on (B)(6) 2021, the patient presented with tachycardia and received 3 cardioversions and was started on medications till discharged on (B)(6) 2017 to rehabilitation center. No new cardiac arrhythmias were noted. The patient was reported to be in stable condition. (Crd_837 - trifecta gt pmcf; (B)(4).